Manufacturer narrative:
The most likely cause is procedural factors, including implantation of a valve that was too large. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11500a 23mm on pod# 3 due to lvot obstruction. Per medical records the patient underwent avr with root enlargement 3 days prior for severe symptomatic bicuspid aortic valve stenosis, but developed severe orthostatic hypotension and post-op tte revealed significant lvot gradient. It was decided that a redo procedure was needed. Intra-operatively the lvot was found distorted. The 25mm valve was explanted and a 23mm valve was implanted. The replacement valve was evaluated and it was functioning well and no perivalvular leak was noted. The patient tolerated the procedure well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.